Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during a stabilisation and cuff repair a fms duo+ pump/shaver combo stopped suction. The foot pedal stopped working also with the interface cable. This occurred a couple of times. Also two expressew iii autocapture + retention plate/loading tool-single pack did not load. Pump was started again and another retention plate was opened to complete procedure with a surgical delay of 2 minutes. No patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported via complaint submission tool that during a stabilisation and cuff repair a fms duo+ pump/shaver combo stopped suction. The foot pedal stopped working also with the interface cable. This occurred a couple of times. Also two expressew iii autocapture + retention plate/loading tool-single pack did not load. Pump was started again and another retention plate was opened to complete procedure with a surgical delay of 2 minutes. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, only the label of the device was observed. The complaint reported was not confirmed. The photo do not provide enough evidence to determine root cause. A manufacturing record evaluation was performed for the finished device lot number: 54786, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.